Event description:
A pump alarm was reported during pumping, indicating an issue. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Technical support arranged for the pump to be replaced, confirmed the shipping address, and instructed the customer to place the pump in storage mode and return it with a prepaid label. The customer acknowledged and understood the instructions.